Manufacturer narrative:
The remote service engineer (rse) identified that the ECG cable was not functioning because it was defective. Consequently, philips dispatched a 3-leadset, snap, iec, ICU to the customer. After replacing the faulty ECG cable with the new 3-leadset, snap, iec, ICU, the equipment is now functioning properly, and no additional evaluation is required at this moment.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the ECG cable is not functioning. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.